Event description:
It was reported that this right ventricular (rv) was explanted due to high impedances of 125 ohms. The physician accidently fractured the distal terminal pin of the rv lead during generator change, which caused the high impedance measurements. Another rv lead was successfully implanted. No additional adverse patient effects were reported.